Event description:
Boston scientific crm received information that during a routine change out procedure, the patient implanted with this device died. It was reported that in preparation for defibrillation threshold testing the implanting physician asked for the patient¿s blood pressure. The patient¿s blood pressure had been 90/60 throughout the case; however, the anesthesiologist could no longer ascertain a reading. Up until then device was "off.¿ no pulse was noted. Code was called and chest compressions were started. It was then noted that the patient was going into ventricular tachycardia and ventricular fibrillation. The device was programmed to ¿monitor + therapy.¿ multiple cardioversions were unsuccessfully attempted. A transesophageal echocardiogram was performed and confirmed that the patient was in pulseless electrical activity. There were no allegations against the functionality of the device.

Manufacturer narrative:
The device was not explanted following the patient's death.